Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2. Customer collected sample 1 from patient-1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 1 repeat-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2, which resulted in sars-cov-2 negative (reported to the physician). Customer collected sample 1 from patient-2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 1 repeat-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2, which resulted in sars-cov-2 negative (reported to the physician). A root cause could not be determined due to inconclusive data. The suspected root cause is possibly due to be carryover or laboratory contamination. There is no evidence of product malfunction and there was no reported harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2. Customer collected sample 1 from patient-1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 1 repeat-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2, which resulted in sars-cov-2 negative (reported to the physician). Customer collected sample 1 from patient-2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 1 repeat-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2, which resulted in sars-cov-2 negative (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patients. Lot was requested for additional testing. However, has not been received for evaluation.